Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported one of the front teeth got damaged and it's discolored. The patient stopped wearing the aligner for a while and wants to stop the second half of the treatment. The patient also noted inflammation, blisters, and root resorption concerns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.